Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) USA alleging that his onetouch verio 2 meter displayed inaccurately erratic results. The complaint was classified based on the customer care agent (cca) documentation and additional information obtained when the cca listened to the call recording. The patient alleged that he obtained blood glucose readings of ¿380, 240, 145 and 206 mg/dl¿ with the subject meter, within 20 minutes from each other. At the time of the call, the patient was unable to specify when the product issue started but indicated that he experienced the problem during the entire week (week not specified). The patient manages his diabetes with long acting and fast acting insulin (type and dose unspecified) and he did not make any changes to his usual diabetes management regimen in response to the alleged issue. The patient reported that he developed symptoms of ¿not being able to concentrate, nervousness, dizziness and tiredness¿ at an unspecified time on (B)(6) 2021, after the alleged issue occurred. That same day at an unspecified time, he stated that he self-treated with food and/or drink. The patient also mentioned that he attended the hospital on (B)(6) 2021 for a surgery (not specified what kind), and that the nurse took a blood glucose reading after the surgery that was ¿90 points of difference¿ lower than any unspecified reading on his subject device. At the time of troubleshooting, the reporter confirmed that the meter had been set to the correct unit of measure and an approved sample site had been used to obtain the blood samples. The patient informed the cca that he had made use of two different test strip vials and the cca established they had not expired. The cca noted that the patient did not have control solution at the time of the call to test the subject system. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.